Manufacturer narrative:
Results: on 10oct2017, (B)(4) received twelve (12) 0.3ml, 8mm, 31g syringes in opened polybag from batch # 6144786. They performed a second investigation. All samples were decontaminated per (B)(4) prior to being evaluated. Upon evaluation by qe ah, no silicone pooling was noted within the samples at this time, likely due to investigation completed at (B)(4) and evaluation of the contents. Per this investigation, the contents were noted to be silicone, as evidenced by the ftir spectral analysis of the substance. Silicone is used in the lubrication the interior of the barrel prior to assembling the stopper/plunger rod into the syringe barrel. Within the manufacturing plant, medical grade silicone is utilized as to add no risk to the end user. Conclusion: CAPA (B)(4) was initiated by the (B)(4) plant to address silicone pooling and its associated root cause(s). Batch# 6144786 was produced prior to implementation of corrective/preventative actions associated with this CAPA.

Manufacturer narrative:
Customer returned (12) syringes in an open polybag from lot # 6144786. Customer states that there are some water droplets like oil before use. All returned syringes were examined and 5 out of 12 samples exhibited a small amount of clear liquid inside the barrel. The samples also expelled a clear droplet of liquid when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. Confirmed: bd was able to duplicate or confirm customer's indicated failure. As per manufacturing, there were zero (0) defects or notification noted during the production of the above listed batch. CAPA (B)(4) ¿ fm internal (silicone) initiated 15aug2016. Corrective actions implemented december 2016. Lot 6144786 was produced prior to corrective actions being implemented. Samples will be forwarded to manufacturing ((B)(4)) on 06oct2017 for further review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use the bd ultra-fine¿ insulin syringe, 0.3 ml, 31 g (0.25 mm) x 8mm contained foreign fluid. There was no report of injury or medical interventions.